Event description:
After 9 days of implantation, this ICD was explanted because of an infection. *note: this device was implanted after the pt's previous ICD (ela device) was explanted for infection (also reported on MDR).